Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of under/over deliver outside accurate limit. The unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a CAPA has been opened to address this issue. A review of the device history record shows that this unit was manufactured in 2016 and was released meeting all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 1/17/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 12/21/2016 that a customer had an issue with an enteral feeding pump. Upon triage, service found that the unit is under delivering outside of accuracy.